Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the implantable cardioverter defibrillator (ICD) set screw got backed all the way out and would not screw down. The grommet was removed, and the set screw was retrieved. The set screw was aligned and put back into tighten down the lead. However, the grommet was damaged and could not be used. The ICD was not used and a different ICD was successfully implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.